Manufacturer narrative:
The reported obstruction and temperature issue were confirmed. The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak test, consistent with fluid ingress and the high temperature errors and irrigation issue noted during the procedure. The shaft leak was due to an adhesive failure between the distal tip and shaft. The irrigation leak was due to inadequate bonding at the irrigation tubing junction.

Event description:
This report is to advise of an irrigation leak found during analysis.